Event description:
On operating, 10 minutes after the third firing, the staple line was opened. At the same time, the bleeding occurred from the first and the second staple line also. The pusher knob was very stiff. An estimated 600cc of total blood loss was observed. The application site was reinforced with manual suturing to resolve the issue. Procedure type: esophagus.